Event description:
The reporter stated that the time on the pump was reading 11:30 pm, when the actual time was 1:00 am. There was no reported patient impact as a result of the time discrepancy. This complaint is being reported because the alleged malfunction could result in an adverse event, as the time settings on the pump can affect the amount of insulin being delivered according to the patient's settings.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: no activity outside normal patient use was observed in the black box. No time changes were observed in the black box. A time keeping accuracy test was performed and the pump was found to be keeping time accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.